Event description:
It was reported that pump experienced malfunction with displayed malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that pump was part of field correction, and had field correction form completed on customer¿s behalf; technical support provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.